Event description:
The patient reported that on (B)(6) 2012, he experienced elevated blood glucose (bg) up to 596 mg/dl with vomiting. He stated that he had an operation on (B)(6) 2012 but did not specify what the operation was for. The patient stated that prior to the operation, his bg was 127 mg/dl, and that his bg began to elevate the night of (B)(6) 2012. The patient could not provide an explanation for why his bg was elevated. The patient declined to troubleshoot the pump, stating that he believed the pump was functioning normally. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 05/16/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no data from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.